Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2016 for an abscess at the site of their infusion set. Customer stated the site was red and big. The customer's blood glucose was 358 mg/dl at the time of hospitalization. The customer was stabilized and released on the same day. The customer also reported experiencing high blood glucose. Customer's blood glucose was 342 mg/dl at the time of the call. Troubleshooting did not find an issue with the insulin pump. Customer reported the insulin pump passed a high pressure test during troubleshooting. The customer was also assisted with changing the cannula amount. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.